Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, the legal representative stated plaintiff began experiencing severe and debilitating pain, mesh erosion, and exposure/extrusion/protrusion some time after implant. Plaintiff suffered, and continues to suffer, serious bodily injury and harm including surgical removal of the mesh. Plaintiff continues to receive medical treatment and is anticipated to undergo further surgeries to remove more mesh.